Event description:
It was reported that the customer was hospitalized due to high blood glucose of 411mg/dl. The nurse stated that his insulin pump kept alarming no delivery. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found multiple no delivery alarms. It was reported that the customer do often have redness, soreness or swelling at the site, and had bent cannulas. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.